Manufacturer narrative:
The therapist made a change to a setup field in a third party software after the plan with initial setup field was approved. Following the change the setup and treatment fields were no longer at the same isocenter. The new setup field was moved to the top of the list by the therapist and the patient was treated, this setup change was 8 cm; all treatment fields were misaligned to setup by this amount. The therapist discovered his/her error at the end of the course of treatment. The manufacturer identified 2 factors when analyzing and determining the cause: the user and the ois. User: did not propagate the modification of the setup field isocenter to all other fields in the third party software; overrode the warning in the third party software; set the ois tolerance tables in the third party software to tolerances that render the tc check meaningless. Ois: the ois design permits setup isocenter to be different from treatment field isocenters, and the use of values in ois tolerance tables may fail to detect such differences which could lead to a treatment with a geographic miss of significance. The manufacturer has already contacted through a customer notice to all the clinical sites to remind them to not change the field in the third party software as described above.

Event description:
Third party software allowed for incorrect treatment parameters that caused the treatment location to be not aligned with the tumor location, and therefore healthy tissue was exposed to radiation treatment.

Event description:
Third party software allowed for incorrect treatment parameters that caused the treatment location to be not aligned with the tumor location, and therefore healthy tissue was exposed to radiation treatment.

Manufacturer narrative:
The therapist made a change to a setup field in a third party software after the plan with initial setup field was approved. Following the change the setup and treatment fields were no longer at the same isocenter. The new setup field was moved to the top of the list by the therapist and the patient was treated, this setup change was 8 cm; all treatment fields were misaligned to setup by this amount. The therapist discovered his/her error at the end of the course of treatment. The manufacturer identified 2 factors when analyzing and determining the cause: the user and the ois. User: did not propagate the modification of the setup field isocenter to all other fields in the third party software; overrode the warning in the third party software; set the ois tolerance tables in the third party software to tolerances that render the tc check meaningless. Ois: the ois design permits setup isocenter to be different from treatment field isocenters, and the use of values in ois tolerance tables may fail to detect such differences which could lead to a treatment with a geographic miss of significance. The manufacturer has already contacted through a customer notice to all the clinical sites to remind them to not change the field in the third party software as described above.